Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on arm. On (B)(6) 2026 the patients' readings were not constant which the patient presumed to mean erratic. The patient indicated her ¿sugar started to spiral,¿ and she ended in the hospital on (B)(6) 2026 after the sensor failed. Although her memory of the event was unclear, she remembered a family member took her to the hospital, and in route, she lost consciousness. She was admitted for treatment which included IV insulin, aspirin and other unspecified mediation. At some point her bg level was 800 mg/dl. After her condition stabilized, she was discharged home more than 24 hours later. On (B)(6) 2026 at the time of the call to request a wearable replacement she continued to feel ¿horrible.¿ no other patient or event details were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.